Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. A 510k number cannot be provided in this report because the product code is unknown at this time.

Event description:
A doctor reported to baxter (B)(4) that the bag does not connect to the set in a good way. The connection turns without closing and then there is a disconnection. There was no patient involvement. No further information is available.